Event description:
On 06/25/08, stryker biotech rec'd two reports of heterotopic ossification of the iliopsoas muscle in two patients who rec'd op-1 putty for an unspecified procedure. Please refer to MDR 1224732-2008-00024 for info regarding the first case. The physician reported the event to (B) (6) in (B) (6) 2008 but stryker biotech did not learn of the case until 06/25/08. Three attempts to follow up with the physician were made but no additional info was rec'd. No additional info is expected.